Manufacturer narrative:
Product information was unknown. Supplemental report will be submitted once additional information becomes available. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being provided.

Event description:
A reported incident involving an IV-tubing set was found with black dots. There were no reported patient involvement and harm.